Manufacturer narrative:
Block e1: (B)(6) block h6: medical device problem code a0401 captures the reportable event of broken suture. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the suture was broken, and the broken section was in a separate bag. The handle did not have marks of trip wire secured. The irrigation tube was also returned in a good condition. The device was observed under magnification, and the suture was broken. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of broken suture was confirmed. Upon analysis, it was possible to observed that the suture was broken. Based on the condition of the returned device, this could have been generated due to user manipulation and/or some technique applied while setting up the device that ended up breaking the suture thread. Although it was found that the trip was not secured; however, this condition was acceptable because the shrink wrap was not removed, and this was the initial condition of the device. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an esophageal varices ligation procedure performed on (B)(6), 2022. During preparation, it was found that the suture thread was broken and unusable. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During preparation, it was found that the suture thread was broken and unusable. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter name and address (B)(6). (B)(4).